Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, the patient woke up feeling confused, dizzy, and nauseous, and the cgm readings were high around 400 mg/dl and the bg reading was high. The staff at the facility called the patient¿s family and an ambulance. Around 1:00 pm, emergency medical services (ems) arrived, and took a bg reading which was more than 500 mg/dl. The patient was taken to the emergency room (ER) where she was diagnosed with diabetic ketoacidosis. She was treated with an intravenous (IV) drip. The patient stayed at the ER overnight and transferred to the intensive care unit (ICU) the next day, where she was admitted for 2-3 days. The patient was discharged on (B)(6) 2025. The patient is unable to recall all the medications that were administered; however, she reported she was still on an IV drip, and they were checking her blood glucose every 4 hours. At the time of the report, she was still recovering and very tired, and she went back to the facility. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.